Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Negative prep was not performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a severely tortuosity, severely calcified lesion exhibiting 85% stenosis in the proximal circumflex (cx) artery. The device was inspected with no issues noted. The lesion was not pre dilated. The device did not pass through a previously deployed stent, resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent dislodge during delivery to the lesion. A snare had to be used to remove the stent. The patient is reported to be alive with no injury.